Event description:
Pt was seated in a chair mounted shoulder cpm unit. He passed out while in the chair. Rep braced pt so pt wouldn't hurt himself. Pt's tongue went to the back of his head. Wife called 911. Ambulance took pt to ER. Pt was found to be dehydrated and given fluids. No other medical treatment was prescribed.